Manufacturer narrative:
H3 other text : remove from use was issued to customer.

Event description:
It was reported that the device was involved in an ambulance accident. The patient on the device came out of harness and onto ambulance floor during accident. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
A stryker quality assurance engineer spoke with a stryker sales representative who stated that the patient was wearing all restraints at the time of the accident and came out of the restraints. She also stated that the cot stayed in the fastener during the accident. A stryker r&d manager stated that the restraints were likely loose or were not properly placed on the patient. However, this information could not be confirmed. Based on this information, it was determined that the alleged inadequate patient restraint was likely due to the shoulder restraints being loose.

Event description:
It was reported that the device was involved in an ambulance accident. The patient on the device came out of harness and onto ambulance floor during accident.